Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a cut at the proximal (lower) end of the safety balloon. Common carotid balloon inflated and deflated properly. Based on our device evaluation, it is likely the safety balloon was damaged by the user when removing the safety sleeve or was damaged during pre-use check. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The f3 shunt IFU properly instructs users to test the balloon prior to the procedure. No corrective action is needed at this time. The malfunction was detected during pre-use check. Device was not used for the procedure.

Event description:
During pre-use check, when the surgeon attempted to inflate the internal carotid balloon with saline, he observed a leakage from the safety balloon. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.